Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 8 mmol/l. The caller stated that several new batteries were used, and this did not resolve the issue. The caller stated that the batteries were replaced, but the insulin pump did not come back on. It was reported that the contacts on the battery cap were damaged. The caller was advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.